Manufacturer narrative:
At this time no conclusions can be made regarding the bard flat mesh. The patient's attorney alleges surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard flat mesh on (B)(6) 2014. Patient had subsequent surgical intervention due to the implanted flat mesh device. As reported, the patient is making a claim for an adverse patient outcome against the bard flat mesh. As reported, the attorney alleges emotional distress sustained by the patient and that the product is defective.